Event description:
It was reported that patient had lead and generator explanted due to infection. Device history record review for the generator performed. The generator was confirmed to have been sterilized prior to distribution into the field. The device passed all specifications. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.